Event description:
It was reported that the patient presented at the clinic after receiving a vibratory alert for non-sustained rv lead oversensing. The patient experienced pre-syncope. Isometrics testing did not show any noise and there were no electrical anomalies. The issue with lead header was suspected but x-ray showed negative results. Programming changes were made.

Manufacturer narrative:
(B)(4).